Event description:
A caller reported unspecified higher scan values while a child was wearing the adc freestyle libre 2 sensor compared to the built-in meter. On the evening from 08nov2021 to 09nov2021, the customer got up during the night and had a loss of consciousness in the kitchen. The customer however was able to self-teat with glucose once they regained consciousness and "felt better." There was no third-party medical treatment provided. No further information was reported. There was no report of death or permanent injury. Sensor scan of 200 mg/dl compared to a built-in meter glucose test of 100 mg/, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date reported as "night of (B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified higher scan values while a child was wearing the adc freestyle libre 2 sensor compared to the built-in meter. On the evening from (B)(6) 2021 to (B)(6) 2021, the customer got up during the night and had a loss of consciousness in the kitchen. The customer however was able to self-teat with glucose once they regained consciousness and "felt better." There was no third-party medical treatment provided. No further information was reported. There was no report of death or permanent injury. Sensor scan of 200 mg/dl compared to a built-in meter glucose test of 100 mg/, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.